Event description:
Customer reported at 11:55 am, device = 253 mg/dl and lab = 157 mg/dl. Customer reported pt has a leukemia and was admitted to the hosp. Pt's glucose is tested to check formula feeding and is non-diabetic. No treatment was administered. Controls were in range. A request was made for return product and replacement product was sent.